Event description:
The customer reported that the system had mixed up data. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation. No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.